Event description:
The customer was hospitalized for high bgs. The customer did not get a basal over night. In addition, the customer had symptoms of acute hyperglycemia. The programming and histories on the pump were accurate. Explained the two high bg rule. Instructed that the customer call to perform the high-pressure test when the clamp arrives.